Event description:
It was reported that the stimulation probe was used on a patient to locate a nerve. The probe worked the first 2-3 times, but then stopped producing stimulus. A new probe was opened and worked. There was no injury reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been returned to a medtronic international location and will be forwarded to the medtronic (B)(4) location for analysis. Method: no testing methods performed. This device is used for therapeutic purposes.

Manufacturer narrative:
The product analysis indicates that one sample was received with original product packaging and label. The product label identified the sample to be part number 8562010 vari-stim iii locator from lot# 0207904689 (image_700660653). There was some bio-residue present on the probe tip which indicated that the product was likely used by the customer. Per instructions for use (68e3926 revision b), the device was tested by touching the needle electrode to the probe tip, and the device would light indicating current delivery which is not consistent with the reported malfunction for device not stimulating. The device was then functionally tested in all 3 positions per instructions for use and there was no intermittent behavior while manipulating the switch and tip within the positions. The device was electrically tested per xpi-s 8562010 vari-stim iii, nerve stimulator rev. M with no out of specification condition identified: position 0.5ma requirement is 0.5ma +/- 0.1ma (0.40ma - 0.6ma), and measured 0.5ma. Position 1.0ma requirement is 1.0ma +/- 0.2ma (0.80ma - 1.2ma), and measured 1.0ma. Position 2.0ma requirement is 2.0ma +/- 0.4ma (1.60ma - 2.4ma), and measured 2.01ma. There was no evidence of improper manufacturing and no fault was found as it relates to the complaint. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.